Manufacturer narrative:
The t:slim pump user guide states the following: the intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii), at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated between the ranges of 300-350 mg/dl (with ketones), for a period of 2 days. Bg levels came back down after manual injections were administered.